Event description:
It is reported that before implanting, the surgeon attempted to insert the poly onto the tibia but the poly refused to slide fully onto the tibia. The surgeon adjusted and tried again squeezing harder which eventually snapped the front from the tibia. As the surgeon wasn't sure if either was faulty, he used a new poly and tibia to complete the surgery.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. Evaluation summary: attempting to insert an articular surface more than once could also lead to excessive forces as the dovetail locking feature may have been damaged during the first attempt, preventing it from being able to align properly in a subsequent attempt. It is likely that the articular surface was not properly aligned and that the dovetail locking feature was damaged which led to excessive forces being placed on the rail of the tibial plate causing it to fracture. However, this cannot be determined conclusively. The device history records were reviewed and found to be conforming. As returned, the art surface shows damage to the dovetail as a result of the attempted insertion. It is also shows signs of damage on the anterior section which were likely caused by excessive forces placed on the implant by the articular surface inserter. The tibial component is missing part of the rail on the anterior surface to which the art surface inserter hooks. The rail appears to have bent outwards prior to breaking which also indicates that excessive forces were placed on the implant by the articular surface inserter.